Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were multiple instances in which the implantable cardioverter defibrillator (ICD) detected supra ventricular tachycardia (svt) rather than ventricular tachycardia (vt) and inappropriately withheld therapy. The device remains in use. No further patient complications have been reported as a result of this event.